Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon windings were visually inspected for indication of damage or abnormality and no damage was observed. The shipping tube was broken 41cm from the bottom of the gray portion. The tube does not appear to have been bent as there are no stress marks or bends on the broke area of the gray tube. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. Note the reported lot number is incorrect. Although the reported damaged was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. There was one lot reported; however, when device was returned another lot number was on the actual returned unit. Both lot numbers were reviewed and a device history record review was completed and documented that the device met specification upon distribution. Lot no. 58859280; expiration date 07/01/2012; approximate age of device 12 months; device manufacture date 04/19/2010. Lot no. 58867791; expiration date 08/01/2012; approximate age of device 11 months; device manufacture date 05/08/2010.

Event description:
It was reported that the tube package was broken before use. There were no patient complications.